Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown .

Event description:
It was reported that on an unknown date, post-op, set screws popped (backed -out) off.